Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
The installation team conducting a new installation of rev. J.00.23 on the philips information center, reported that when doing a 12 lead capture for any of the bedside mp70 monitors, the 12 lead ECG is stored for the bed in sector one only.